Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A tray sample was returned to the plant for the investigation with 10 sponges. The samples were visually inspected, and the reported issue was confirmed. A definitive root cause could not be identified at this time. As a precaution, all employees involved with the process to produce this product have been made aware of the issue. In addition, the machine will be shut down to maintain the machine and verify that sensors are running properly. A formal corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the blue x-ray detectable strip is missing on half of five of the sponges.